Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the server user was not able to login. A technical support specialist (tss) dialed in, followed knowledge article "all bd users unable to login - ids url incorrect, replacing expired hsv and idm3 certificates, how to install server certificates, medes: interface delayed/down notice", identified high memory usage on the sync server, compared it with other servers, and confirmed it had significantly less random access memory allocated, prompting a ram upgrade confirmation to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server users were unable to log in, and multiple users were affected by the issue. An unable to authenticate error message was displayed, prevented access to the pyxis server. However, there were no delays or adverse events or injuries reported based on this event.